Manufacturer narrative:
It was reported that the patient experienced extreme nerve pain post-implant procedure and was admitted to the hospital. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000143055.

Event description:
It was reported that the patient experienced extreme nerve pain post-implant and was admitted to the hospital. It is unknown which lead is liable.